Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to an unrelated infection. Reportedly, the patient had a clostridioses difficile bacteria and was given an intravenous antibiotic. There was no additional adverse patient effects were reported. This lead was explanted.